Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead was placed into the distal portion of the posterior lateral branch of the coronary sinus, although placement difficulty was noted. It was noted that the vessel had a distinct and acute takeoff that the physician was able to access and place the lead. Upon testing the lv lead, high/undefined impedances in all configurations were observed with suboptimal thresholds. The physician attempted to reposition the lead, but could not retract it from the branch. A guidewire was placed through the lead lumen and heavy traction was eventually able to free the lv lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.